Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too much insulin during a bolus delivery. Customer's blood glucose level was 411 mg/dl. Reported the customer experienced a seizure and was transported to the hospital. Customer declined to troubleshoot the issue with tandem technical support or to follow up, therefore no additional information was obtained. Customer also declined request to upload pump to t:connect, so alleged root cause cannot be confirmed.